Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use state the following: section: using the automated impella controller with the impella rp with smartassist system catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella rp with smartassist system catheter. In this case, the motor is no longer being purged and may eventually stop. Monitor motor current and consider replacing the impella rp with smartassist system catheter whenever a rise in motor current is seen.¿

Event description:
The us complainant had patient admitted in for the placement of a left ventricular assist device. Post operation, the patient needed right sided support. The rp flex was placed to support the dilated right ventricle and heart failure. During the support the team had purge flow alarms and purge system blocked alarms that prompted tissue plasminogen activator to be added to the purge, and, when this did not resolve the alarm, the pump was explanted. The patient survived the event.

Manufacturer narrative:
The investigation of high purge pressure has been completed. The impella device was not returned for evaluation. According to the clinical details, high purge pressure alarms were observed the day after the implant. The doctor added tissue plasminogen activator (tpa) to the purge line to address the issue. The cause of the high purge pressure issue was most likely biomaterial, based on data log review.